Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No bend was observed in the cannula. No product defect or deficiency that would have contributed to the reported hyperglycemia was found. However, due to the pulse-width data being lost, it could not be conclusively determined if there were drive issues during use that would have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16. Using the pod 5 / page 42 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The customer reported his blood glucose reached 20 mmol/l (360 mg/dl). Upon inspection he noticed the cannula was out of the skin and bent.